Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7071532.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility. No device malfunction was suspected.